Manufacturer narrative:
E.1 initial reporter facility: (B)(6) shelter. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the client account was not showing. The medication can be seen in inventory count, the client cannot be seen under available patients. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the client account was not showing. The medication can be seen in inventory count, the client cannot be seen under available patients. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient's account was not shown. A technical support specialist contacted the user regarding a patient not appearing under all available patient on the station. Verifying the patient was still admitted in pharmacy enterprise system (pes) and comparing profiles, found no discrepancies. A transaction locate query revealed the last activity was over 30 days ago, exceeding the station¿s admission inactivity threshold, then advised the customer to update the patient profile in pes to reactivate visibility. After the update, the patient appeared at the station. The customer later confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.